Manufacturer narrative:
This report is submitted on february 2, 2021.

Event description:
Per the clinic, the patient experienced migration of the receiver/stimulator. The device was explanted on (B)(6) 2020. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
The device analysis report is attached. This report is submitted on march 9, 2021.